Event description:
Additional information was reported by consumer on 10/23/2023. Male consumer reported his year of birth as (B)(6). Consumer stated that the product was used for better teeth and bad breath two times a day for about two years. Consumer also reported that the event date when symptoms occurred was (B)(6), 2022 and he received a dental treatment two times to remove the staining on the teeth. Consumer reported that symptoms end on (B)(6) 2022.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional data: age - year of birth (B)(6). A3 - updated gender. B3 - updated date of event. B5 - updated reporter verbatim. If information is obtained that was not available for the follow-up (01) medwatch, a follow-up medwatch (02) will be filed as appropriate.

Manufacturer narrative:
Johnson & amp; johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & amp; johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & amp; johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & amp; johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. D1, d2, d3, d4: this report is for one (1) listerine advanced defense sensitive mouthwash 500ml EU (B)(4), lot number: n/I. Device is not distributed in the united states but is similar to device marketed in the USA (listerine sensitivity zero alcohol mouthrinse frsh mnt 500ml USA (B)(4). D4: UDI#: (B)(4). Upc#: 3574661122441. Expiration date: ni. Lot#: ni. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical code: e040203 refers to consumer alleged about & quot; teeth started to get brown spots & quot; after using this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer reported an event with listerine advanced defense sensitive mouthwash 500ml. Consumer allegedly used the product for an entire year and his/her teeth started to get brown spots on them. The consumer sought medical intervention from a dentist and had the brown spots removed from teeth.